Manufacturer narrative:
MDR 8021545-2024-00661 - device 9 of 10. E1: patient city:(B)(6). Patient country: sweden.

Event description:
Unomedical reference number (B)(4). Event occurred in the sweden. On 21/apr/2024, it was reported that patient faced ten infusion set tape not sticking events. The events occurred after about 2 days of use.